Event description:
It was reported that the ilet system using an infusion set (contact detach) generated repeated occlusion alerts with a reported blood glucose level at 362 mg/dl that prevented meal announcement, and the user confirmed frequent insertions in the same body area; guidance was provided to rotate sites and change supplies, with a plan to switch to the opposite side to mitigate obstruction of insulin flow associated with the infusion set connector/coupler. Symptoms included hyperglycemia and irritability, with the user expressing concern about elevated glucose after eating. Outcomes included no long-term health consequences or impact. Investigation of this case revealed obstruction of flow consistent with an occlusion and a deformation problem associated with the connector/coupler component of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.